Manufacturer narrative:
We received additional information from the customer stating there is no allegation against the cassette. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a connection between a solution bag and a homechoice cassette could not be made. This event occurred before use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.